Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital due to persistent blood and serous fluid discharge from the extravascular implantable cardioverter defibrillator (ev-ICD) implant site after removal of the stitches, and the ev-ICD system had been implanted with an antibacterial absorbable envelope. An x-ray was performed and appeared normal, however antibiotics were provided due to a suspected infection of the lateral wall wound. The patient was subsequently transferred to a different hospital for further treatment where wound cultures were positive for staphylococcus epidermidis. The patient also developed a maculopapular rash due to suspected delayed hypersensitivity to the antibiotics. Allergic contact dermatitis was also noted. The patient was given different antibiotics and regular wound dressing was performed, and the patient was discharged six days after initial admission. The ev-ICD system with antibacterial absorbable envelope remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.